Event description:
It was reported that the patient had an infection and swelling at the implantable neurostimulator (ins) site. Swelling at the ins site resulted in difficulty adjusting stimulation, which was resolved by the patient applying a little pressure to the antenna. The patient was given medication for the infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown programmer model 3037, serial # (B)(4).